Event description:
The patient claimed that the pump is not responding to the keypad and the keypad is peeling.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.